Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg may be surgically explanted and replaced at a later date. Reasons for surgery are currently undetermined.

Event description:
It was reported that patient lost weight, causing ipg to move in pocket and causing pain. In turn, surgical intervention was undertaken on (B)(6) 2018 where the ipg was sutured in the existing pocket to prevent any movement. Postoperatively, the issue had resolved and effective therapy was established.